Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: 4 mm ez steer catheter (model# unknown lot# unknown). (B)(4)

Event description:
It was reported that an (B)(6) female patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure for premature ventricular contractions (pvcs), bigeminy and a cavotricuspid isthmus (cti) ablation procedure for atrial flutter with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac arrest (requiring cardiopulmonary resuscitation) and a cardiac tamponade (requiring pericardiocentesis). Approximately 6 minutes after concluding the procedure, during the waiting period, the patient became hypotensive. Echocardiogram was emergently performed. Cardiopulmonary resuscitation (CPR) was initiated. Echocardiography revealed a pericardial effusion. Pericardiocentesis was performed and yielded an unspecified amount of fluid. No surgery was performed. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event. Patient outcome has improved. Two days post-procedure, the patient was fully awake and extubated. Medical history includes scoliosis. Factors cited that may have contributed to the adverse event include that the patient¿s heart was severely rotated. Physician¿s opinion regarding the cause of the perforation is that it was related to procedure and patient condition (anatomy). No transseptal puncture was performed. An 8 french sheath (brand-unspecified) was used. Generator was set on power control mode at 40 watts for 999 seconds with a temperature cut-off of 40°c and an impedance cut-off of 250 ohms. Generator settings at the time of injury included power at 40 watts, temperature of 31°c, and impedance of approximately 110 ohms. Power was not titrated. Overall ablation time at the ventricular site of injury was approximately 90 seconds. Last ablation cycle time at the site of injury was 7.77 seconds. Irrigated catheter flow was set at 8 ml/min. There is no information regarding anticoagulation during the procedure. Activated clotting time was not measured. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.